Event description:
The stabilizer, glycerol was added to enhance the boldness of color and increase clarity. This enhanced product caused water artifact on rbc's.

Manufacturer narrative:
This was the final lot that contained the additive glycerol and future lots will not contain the additive.